Manufacturer narrative:
The pump was received with broken battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, cracked case near display window corners, and minor scratches on the display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damaged. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was cracked at the reservoir compartment. The customer's blood glucose level was 153mg/dl. The customer had taped reservoir to reservoir compartment. The customer was advised the pump would be replaced and returned for analysis.